Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The patient was seen in clinic and the ICD was reconnected. There were no patient consequences reported.

Event description:
New information received notes that the loss of bluetooth telemetry was resolved once the implantable cardioverter defibrillator was interrogated.